Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported shortly after placement when health professional checked to see if the foley catheter could be removed, it fell out smoothly. Upon inspecting the catheter, found that the balloon section had suffered a rupture.